Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2007 that an enteryx procedure, kit was implanted (female patient; weight unknown). According to the complainant, the patient's son learned about the product recall on the internet. The patient said "she is having a continuous severe pain, feels like having a heart attack. On all her x-rays since the procedure, an object is highlighted like a dense piece of object always floating around, and it is always in a different place all the time and there is concern that it can go to a bad place in the body and cause serious harm. She had procedure done sometime in 2005. Always gets infection around the esophagus in front of the heart."

Manufacturer narrative:
Other (pain with swallowing). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.month and day of implant date is unknown, year is 2005. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.